Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found, helix/lobe distorted/bent, damaged at implant.

Event description:
It was reported during the implant procedure that the lead was attempted but not used as the helix extended on its own. A new lead was used. The patient's status was reported as "very good". The lead was not implanted. No patient complications have been reported as a result of this event.